Manufacturer narrative:
Continuation of d10: product ID: 37761, serial#: unknown and product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761 and serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the adapter interface was detached. The event involved a patient with parkinson's disease undergoing deep brain stimulation. Contributing factors and troubleshooting measures were unknown. The adapter was replaced to resolve the issue, and it was confirmed that the issue was resolved at the time of the report. No patient complications have been reported as a result of this event.